Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 120 mg/dl. It was also reported that the insulin pump alarmed during basal. Troubleshooting was performed. Instructed customer to disconnect from the device and revert to back up plan of manual injections. The wife stated that the alarms occurred a month ago during a manual prime, and the customer was connected. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.